Event description:
It was reported that the device failed preventive maintenance for the plunger position accuracy test. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that knob replaced due to bent shaft. As found software version 9.33.0.50, as left software version 9.33.0.50. Exp plastic recall completed - front and rear case gripper recall completed a review of the device history record showed the device had a manufacture date of 21mar2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to weak return spring of the knob actuator assy 8110/8120. A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance for the plunger position accuracy test . There was no patient involvement.